Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share logs was performed and signal loss was found for serial number (B)(4) within the investigation window.  The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the transmitter failed testing. No injury or medical intervention was reported.